Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component the reported complaint was confirmed through the events log and duplicated during functional check. The root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. However, the customer sent the photograph of the ventilator showing the error. No root cause has been determined at this time, since evaluation has not begun. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vela comp d has constant transducer fault. There is no patient involvement in this reported event.